Event description:
Insulin syringe number: 4428-5 jelco. Lot number: 2459743. Had a black unidentified substance on the needles. The lot was pulled from the hospital, many other needles from the same lot had this black substance on it.